Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, the device was working fine and then would no longer give an end tone, indicating a completed seal cycle. Another handpiece was used and the surgery was completed without issue. During the procedure, the surgeon was also sealing with sutures. It is unclear whether sutures were being used on separate structures or if structures being sealed with the device were also being sutured. The patient experienced post-op bleeding and was brought back to the operating room where the patient arrested on the table. The patient was resuscitated and is now said to be doing fine. The site stated that the post-op bleed was due to a suture falling off.